Manufacturer narrative:
As per the doctor, there was calcification in the lvot which perforated.

Manufacturer narrative:
The IFU lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the vsd was likely a result of valve deployment and the valve frame contacting the lvot, which required intervention via a septal occlusion device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, post implant of a sapien 3 valve, post dilation with a 28mm nucleus balloon was done due to aortic insufficiency. Final result ai mild to moderate. 16 days post implant, a hemodynamic relevant vsd was diagnosed in tee and CT. The vsd was closed with a vsd occlude 12mm 4 days later. Unfortunately a relevant left-right shunt remains immediately below the sapien 3 valve, respectively a bit lower into the lvot. A new CT was made and the patient remains in intensive care.